Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted with the process; the malfunction code did not recur afterward. Customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.